Event description:
A report was received that the patient had to frequently charge the ipg. The database analysis confirmed premature battery depletion. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient had to frequently charge the ipg. The database analysis confirmed premature battery depletion. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well post-operatively. The returned device analysis indicated that the ipg passed electrical, performance, photographic and visual inspection tests. The complaint of difficulty charging was confirmed. Sleep current was out of the expected range. It should be in the megohm range. Exposing aic to high electromagnetic or voltage transient environment can cause this type of failure. The root cause of the damage is unknown.